Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8145643. Lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8145643. Lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8145643.

Event description:
Related manufacturer report number: 1627487-2022-05083. It was reported that the patient was experiencing heating at the ipg site and ineffective stimulation. Surgical intervention may occur later to address the issue.

Event description:
Additional information was received that the patient's system was explanted. Further information was not available.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.